Event description:
She says that she choked twice with the loose bristles [choking]. Case description: this case was reported by a other health professional via (gsk) licensee and described the occurrence of choking in a female patient who received haleon toothbrush (sensodyne deep clean toothbrush) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne deep clean toothbrush. On an unknown date, an unknown time after starting sensodyne deep clean toothbrush, the patient experienced choking (serious criteria haleon medically significant) and product complaint. The action taken with sensodyne deep clean toothbrush was unknown. On an unknown date, the outcome of the choking and product complaint were unknown. The reporter considered the choking to be related to sensodyne deep clean toothbrush. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via (gsk) licensee on 08sep2021. Today at 11:05 has sent an audio from her patient in my whatsapp and the pictures attached. Her patient says she bought a sensodyne rapido alivio tootbrush and its bristles are loosing. She says that she choked twice with the loose bristles. Follow up1 information was received via email on 08sep2021 and confirmed product complaint. It was reported as "dr,(B)(6) , today at 11:05 am one patient of yours sent an whatsapp audio to me, as well as the attached pictures. She said she bought a sensodyine rapid relief tootbrush and its bristles are loose. She said that she even choked twice with these loose bristles". Updated product complaint. Follow up2 information was received on 01aug2023 via email and reported that "after contacting the reporter, she informs that the toothbrush was actually sensodyne deep clean toothbrush and that she does not remember further data because the case occurred two years ago." Initial, follow up1 and follow up2 processed together.

Manufacturer narrative:
(B)(4).